Event description:
A (B)(6) male underwent evar on (B)(6) 2006. The physician placed one zenith main body and two iliac leg grafts. Follow up imaging indicates the main body migrated distally. Endoleak and limb kinkage. Any intervention or pt outcome was not provided. Info received (B)(6) 2012 by the regional clinical specialist: pt is going to have a follow up procedure-not for sure on the work up plan.

Manufacturer narrative:
Pt info unk as not provided by the reporter. (B)(4). Event evaluation: still under investigation.